Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - ni. Manufacture date ¿ ni. Device requested, not yet received.

Event description:
During a procedure, the centrifuge was plugged in and caused the power to go out in multiple operating rooms in the facility for approximately 30 minutes. The centrifuge was then plugged into a different outlet, after changing the cable, and caused power to go out a second time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information. Lot number cannot be verified as the serial number label had been removed. The returned device was tested to electrical medical device standards, and was found to be conforming. The device returned passed hypot and ground continuity testing and functioned as intended with no evidence of non-conformance. The metal cabinet of the device was bent in several locations, suggesting significant force was applied to it. The complaint cannot be confirmed as the device functioned as designed.